Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there were pacing impedance spikes seen with the patient's right ventricular (rv) lead. Troubleshooting was performed but could not determine if there was a possible rv lead fracture or a possible set screw concern with the patient's implantable cardioverter defibrillator (ICD). One month after the report the ICD was explanted and replaced. The rv lead was capped and replaced during the same procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.